Manufacturer narrative:
Preliminary analysis revealed that the device behaved according to the programmed parameters.

Event description:
Reportedly, on (B)(6)2019 , the pacemaker was programmed in safer mode at 60 min-1. The atrial and ventricular pacing amplitudes were 2.5 v, 0.35 ms and the atrial and ventricular thresholds were less than 1 v. During the follow-up, an impedance test was performed. The user pressed 'start' with a test rate of 90 min-1, however a rate of 30 min-1 was observed. In addition, a message was displayed on the programming screen, stating that the wand was out of alignment. After the user pressed the 'start' button and then immediately pressed the 'stop' button, the device returned to safer mode at 60 min-1. According to the user, the device appeared to be pacing at 60 min-1, however some signals did not capture and the rate decreased to 30 min-1. It was then reprogrammed in ddi mode at 60 min-1, however the impedance test has not yet been performed. It was noted that the sensitivity test tab is on the left of the impedance test tab. Pressing the 'start' button on the screen switches the settings in ddi mode at 30 min-1, which could indicate an operation error.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on(B)(6)2019 , the pacemaker was programmed in safer mode at 60 min-1. The atrial and ventricular pacing amplitudes were 2.5 v, 0.35 ms and the atrial and ventricular thresholds were less than 1 v. During the follow-up, an impedance test was performed. The user pressed 'start' with a test rate of 90 min-1, however a rate of 30 min-1 was observed. In addition, a message was displayed on the programming screen, stating that the wand was out of alignment. After the user pressed the 'start' button and then immediately pressed the 'stop' button, the device returned to safer mode at 60 min-1. According to the user, the device appeared to be pacing at 60 min-1, however some signals did not capture and the rate decreased to 30 min-1. It was then reprogrammed in ddi mode at 60 min-1, however the impedance test has not yet been performed. It was noted that the sensitivity test tab is on the left of the impedance test tab. Pressing the 'start' button on the screen switches the settings in ddi mode at 30 min-1, which could indicate an operation error.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the pacemaker was programmed in safer mode at 60 min-1. The atrial and ventricular pacing amplitudes were 2.5 v, 0.35 ms and the atrial and ventricular thresholds were less than 1 v. During the follow-up, an impedance test was performed. The user pressed 'start' with a test rate of 90 min-1, however a rate of 30 min-1 was observed. In addition, a message was displayed on the programming screen, stating that the wand was out of alignment. After the user pressed the 'start' button and then immediately pressed the 'stop' button, the device returned to safer mode at 60 min-1. According to the user, the device appeared to be pacing at 60 min-1, however some signals did not capture and the rate decreased to 30 min-1. It was then reprogrammed in ddi mode at 60 min-1, however the impedance test has not yet been performed. It was noted that the sensitivity test tab is on the left of the impedance test tab. Pressing the 'start' button on the screen switches the settings in ddi mode at 30 min-1, which could indicate an operation error.